Manufacturer narrative:
After additional information was received on 23-sep-2019, it was determined that this event no longer meets the criteria of a serious injury and that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR - 0002023141 - 2019 - 00709 submitted on sep 06, 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design / non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Age and date of birth unknown / not provided.

Event description:
It was reported that the doctor was unable to place the implant into the patient's osteotomy.